Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation:visual analysis of the returned device identified: extended opening, red particles in shell, weight within specification a microscopic analysis was performed which identified; an extended sharp opening on posterior side assessed as unidentified(tear) opening(a dimension measurement in the shell was performed which identify the thickness within specification). Based on the device analysis the final assessment is: a sharp opening assessed as unidentified(tear) opening. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "gel leak".

Event description:
Healthcare professional reported "numerous small spots, showing an alteration in the permeability of the wall of the left device (weakened)". The device was explanted. This record is for the left side.